Event description:
Nurse reported that customer was hospitalized due to dka. Unable to perform troubleshooting. Diabetes educator refused further troubleshooting and will call back with further questions.